Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose result of 266 mg/dl. The customer took an extra glipizide 5mg tablet based on the reading. Same system retest result was 106 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It has been reported that the height adjustment at the foot end did not lock in. During transfer, the foot end of the cot slid completely down. Neither the patient, who was still on the cot, nor the paramedics were injured.